Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken power cord was confirmed during evaluation. The cause of the reported condition was determined to be a cracked/broken power cord. The power cord was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(4) 2010, (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(4) region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an ac cord broken; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on site and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.